Event description:
The account alleged the brake casters will not hold at the head end of the stretcher. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.